Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient was hospitalized for heart failure and presented with dyspnea secondary to fluid overload. The patient is being treated with diuretics. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 25.1 mmhg. Readings were observed under the manufacturer's patient care network database. The site feels that the cardiomems device caused or contributed to the hospitalization due to the sensor numbers being much different than the patient's clinical symptoms. The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.